Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for post laminectomy pain. It was reported that the implant only lasted a month in 2003 as she started experiencing shocking around (B)(6) 2003. The health care professional removed the complete system shortly after the implant. There were no further complications reported or anticipated.